Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres for 30 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post-procedure.